Event description:
It was reported that there was difficulty interrogating this implantable cardioverter defibrillator (ICD). Troubleshooting efforts were recommended. No adverse patient effects were reported. This product remains in service.